Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were stick. The customer's blood glucose value was unknown. Customer stated that insulin pump had high pitched when rewind sometimes and squirting when priming. Customer stated insulin pump reject brand new battery. Customer declined 24 hour helpline support. The insulin pump will not be returned for analysis.